Manufacturer narrative:
Unknown/ asked but not available. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was explanted from patient eye due to dislocation of the lens. Patient status is unknown. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 02/22/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was coated in viscoelastic residue and with one haptic detached from the radial hole. The lens was cleaned revealing a surface scratch. No further issues were identified. Further evaluation indicated that the lens was received with a haptic detached; some scratches can be observed on the lens surface that could be related to handling. No other damage was identified. As part of this assessment, the drill hole depth and hole diameter were measured; these measurements passed with satisfactory results. The manufacturing process has multiple control steps in place to assure the quality of the units and to identify any nonconforming units. Based on the assessment performed, there is no process deviations that may lead to the reported issue. The reported issue could not be confirmed as manufacturing related. Conclusion: the complaint issue "instability of device after implantation" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.